Event description:
Covidien received information stating an ht70 ventilator began to auto trigger while connected to a homecare patient. The proportional valve, pump and on/off valves were replaced but the auto trigger condition was unresolved. The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event. Though requested, no additional patient information was obtained by the manufacturer.

Manufacturer narrative:
(B)(4).